Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips were seen coming out of the tubing. The customer disconnected the luer lock connection, reconnected the connection, and completed the fill tubing process. Also, a minimum fill message occurred. Reportedly, the customer filled the cartridge with 380 units. The customer loaded a new cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.